Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection showed no anomalies. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specifications. No issues with the fav valve were observed during testing. Internal complaint number: (B)(4).

Event description:
Additional communication stated that the exact volume numbers observed in the underinfusion volume discrepancies were not known, but for one refill, the expected volume was double the aspirated volume and on the next refill, the pump was full of medication. Clinical specialist stated that the patient had severe pain, despite haing a pump.

Manufacturer narrative:
Pending device return for analysis and review of device history record in addition to follow up information on volume discrepancies. Internal complaint number: (B)(4).

Event description:
Agent reported a pump replacement due to multiple underinfusion volume discrepancies. Agent stated that "the fav valve was continuously closing" and that the patient was not receiving therapy and had unrelieved pain. The pump was later replaced.